Event description:
It was reported that the nurse got shocked when was checking the cable at the back of the console during a procedure. No adverse consequence was reported, no further information was provided.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. The device manufacture date cannot be determined because the device serial number is unknown. The device has not been received for evaluation.

Event description:
It was reported that the nurse got shocked when was checking the cable at the back of the console during a procedure. No adverse consequence was reported, no further information was provided.

Manufacturer narrative:
Upon disassembly for visual inspection no fault was found that could have caused the nurse to get shocked. A possible cause of the reported shock would be due to the nurse having been exposed to another piece of equipment that was faulty and made a shock available to the nurse, then touching anything that was grounded (including the outside of a core console) could complete the circuit to allow a shock to happen. This would not be the fault of the console.